Manufacturer narrative:
Iq200 urine microscopy reported false negative cells seen on pt urine samples. Two results were sent to the lis; however, corrected before any impact to pt management. No reports of change to pt management. Fse found micro bubbles in the tubing from the pipette to the sample filter, and from the sample filter to the pbv valve. Customer ran multiple samples without any issues. System was operational.

Event description:
Customer reported iq200 not displaying rbc images.